Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (damaged belt receptacle) has been confirmed. Upon investigation the monitor failed functionality testing, specifically a baseline test. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the white and black pulse wires in the monitor's electrode belt receptacle. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor had a damaged electrode belt receptacle.